Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of dart detachment.

Event description:
It was reported that during a sacrospinous fixation procedure using a capio slim device, the dart detached. The physician tried to remove the dart by trying to feel and remove the dart by the hand but then decided to leave it in the patient. No patient complication was reported.